Manufacturer narrative:
Describe event or problem: there was a typo in the initial MDR report where stated ''this report pertains to the patient number one (2)''. This should have been ''this report pertains to the patient number two (2)''. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited site to inspect the unit. Fss adjusted joystick to stop the bed creep as well as replaced main bulb. Fss checked calibration and the system met specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported unintended chair movement from the chair attached to excimer laser/visx system and as a result a suction break while laser was operating occurred. It was reported that the problem occurred with three (3) patients. It was reported that all treatments were completed. The customer did not know which patient was involved in this event. There was no injury reported. This report pertains to the patient number one (2). Separate reports will be submitted for the other two patients.

Manufacturer narrative:
Concomitant medical products: femtosecond laser, serial number (B)(4). A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.